Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. There was a cut on the universal cord which caused the loss of water tightness, however, the play in the angulation was not confirmed. In addition to the shaved forceps channel port, other evaluation findings are as follows: water tightness was lost due to a cut on the bending section cover and a cut on the connecting tube; the specified resolving power was not obtained and the image had shadows due to damage on the charged coupled device unit; there was a dent on the distal end, the light guide cover glass, and the connecting tube; the adhesive on the bending section cover was detached; the connecting tube had a wrinkle; the bending angle in the up/down directions did not meet the standard value due to wear of the angle wire; there was a cut on the universal cord; and there were scratches on the control unit, the scope cover, the grip, the upward/downward plate, the angulation lever, the suction connector, and the protector of the universal cord on the control section side. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope was leaking from its universal cord during a leak test. There was also play in the angulation. There was no report of patient harm. The device was returned, evaluated, and a shaved forceps channel port was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Correction: e1, e2, e3, and g2 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the endo therapy accessories, cleaning brush, etc. Were inserted/retrieved, their metal parts contacted with biopsy channel port. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The event can be detected by handling device in accordance with the following instructions for use )IFU): "inspection of the endoscope" olympus will continue to monitor field performance for this device.